Event description:
It was reported that the physician tried to cross a totally occluded cx lesion; however, the guide wire would not advance to the lesion. The physician retracted the guide wire out of the vessel, and noticed that the guide wire tip was completely damaged. Another cross-it 100 xt was used to finish the procedure. This event is being reported based on the investigative analysis.